Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a display issue with an accutrend plus meter serial number (B)(4) that could impact the interpretation of patient results. The customer stated that there were digits, segments, letters, symbols, and/or icons that were displayed incompletely or incorrectly. This could impact the interpretation of patient results. There were no reports of any patient results being misinterpreted.